Event description:
It was reported that pump experienced malfunction with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, reset pump with assistance, and malfunction did not recur, so customer was advised to continue using pump and to call back if problem returned.